Manufacturer narrative:
H3: device evaluation - lens was returned in vial in liquid with residue/debris on product. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specification. Claim# (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -18.00/+2.0/109 (sphere/cylinder/axis) in the patients left eye (os) on (B)(6) 2022. The lens was removed on (B)(6) 2022 due to excessive vaulting and elevated intraocular pressure (iop). An addition of new pi was performed by yag on (B)(6) 2022 but the pressure did not go down. The patient ended up having a cataract lens implanted.

Manufacturer narrative:
Patient info: unk. Health impact - additional surgery: 4625 - addition of new pi. Work order search: no similar complaint was reported for units within the same lot. (B)(4).